Event description:
At 19:45, pt alert, talking with rn, rn left room. 19:55, iabp alarmed, rn and rt responded, pt found unresponsive, respirations shallow to absent. Code called. No compressions done, bagged with mask then intubated. 20:00, after code, pt intubated, unresponsive, iabp now noted to have blood in tubing. 20:15, iabp removed.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. The device was destroyed/disposed of.